Manufacturer narrative:
The insulin pump was received with compromised force sensor alarm during basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The device had normal operating currents and no unexpected off no power or low battery alarm noted. It was also received with a had cracked case at the display window corner, cracked lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during prime. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 210 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump was replaced and returned for analysis.